Manufacturer narrative:
(B)(4). Additional information received from the customer states the patient is fine. Patient codes have been updated to reflect this new information. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar with a calibrated endo test meter. The cuff maintained pressure. The sample was then immersed in water and no leaks were detected in the cuff. Based on the investigation, the complaint of cuff leakage could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Event description:
Customer complaint alleges "cuff leakage in pilot balloon."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. Additional information has been requested from the customer. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "cuff leakage in pilot balloon."